Event description:
It was reported the table locks did not actuate, causing the tabletop to unexpectedly move in the longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found the arm in the footpedal assembly was out of adjustment, which continuously sends a release signal to the table locks. The fe adjusted the mechanism and verified that the table locks are performing according to specifications.